Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient mother reported that the patient experienced infusion set cannula was bent within 3 hours of insertion at thigh and arm on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 527 mg/dl, therefore patient had changed out the infusion set every time. The patient mother also reported that her daughter had large ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-33050. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6005955 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005955 were previously tested in complaint (B)(4) on 03/jun/2025. Device history record (DHR) review: packing lot 6005955 was manufactured according to the work instruction (wi) version 111 in the line l-7, on 11/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6005955 and other 14 complaints has been registered in database for the same lot 6005955 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code

Event description:
To date no additional patient or event details have been received.